Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced bent cannula event on (B)(6) 2026. The patient reported blood glucose level of 480 mg/dl which was treated via multiple daily injections [mdi] no further information available.